Event description:
Had an allergic reaction to x-ray dye causing breathing to shut down. Experienced post embolization syndrome which included severe pain, vomiting, 102 temp, foul vaginal odor and abdominal pain in right side and lower back.